Event description:
Ion catheter head failed continuity test. Healthcare provider attempted to troubleshoot by drying out catheter and leaving catheter to sit for week as recommended by representative. Attempted continuity test again and it failed the test again.